Event description:
Letter from attorney alleges"...x-rays taken on 01/20/1997 indicated that the catheter had completely migrated away from the spinal canal. The situation was further complicated by the fact that the pt had a serious fall on 02/15/1997, and was in intractable pain thereafter and it appeared that the pump was damaged in the fall and it was no longer controlling the pt's pain. On 04/29/1997 while getting an x-ray the pt discovered in his chart a copy of co's defective alert notice indicating that the catheter was defective and that it did not contain any radiopaque stripe. The device was removed on 05/20/1997."